Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported she had a leak at her site 3 days ago. Caller stated she detected the leak when she was going to change her site and noticed that the self-adhesive was wet. Caller discarded the alleged infusion set. Caller reported she did not notice if the cannula was kinked. No adverse event reported. No product return was requested, infusion set was discarded.